Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, severely calcified, mildly tortuous, thrombotic, proximal to mid lad (left anterior descending) lesion measuring 3.0x20mm with 100% stenosis. Target lesion one was treated with predilation, placement of a 2.75x32mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported. No patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis.